Manufacturer narrative:
Analysis of the pump identified no anomalies; the previously reported analysis findings do not apply. H6: evaluation result code 180 and conclusion code 24 do not apply to the pump. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 8781, lot#: 0209582176, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that the medication analysis results were clean. They were awaiting the result of the catheter tip analysis. The hcp now suspected that it was not a bacterial infection but a viral infection [instead].

Manufacturer narrative:
Analysis of the pump identified corrosion and/or wear and/or lubrication in the motor gear train as well as a stall due to shaft bearing. Analysis of the catheter identified damage to the transition tube. The previously reported evaluation codes no longer apply. Conclusion code 24 applies to the pump and 4315 applies to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal dilaudid (hydromorphone) 670 mcg at 270 mcg/day via an implantable pump. It was reported that the patient was admitted to the hospital. Bacterial meningitis via a lumbar puncture was diagnosed. It was noted that the patient already felt less well, +/- 2 days earlier. The patient was transferred the same day to another hospital where they the removed the complete system the next day as a precaution. The catheter tip and some medication from the reservoir were submitted internally for analysis. The devices would be returned to the device manufacturer, and the system would be replaced in the future. The issue was resolved. The patient's status was alive - no injury. The cause of the meningitis was unknown. The patient¿s last refill took place (B)(6) 2020 with no abnormalities. There were no applicable environmental, external or patient factors might have led or contributed to the event. It was noted that the hcp asked if it was possible for the device manufacturer to analyze the remaining drug in the pump inner tubing for remaining bacteria. The hcp wanted to exclude that the meningitis entered the intrathecal space through the pump and wanted the device manufacturer to rule out a malfunctioning bacterial filter inside the pump. Information regarding the patient¿s age, weight, medical hi story, and other medications was unavailable. The pump and catheter were implanted in 2015 (no specific date provided).